Event description:
A malfunction alarm identified as code malf 24 was reported, with no significant events occurring beforehand. There was no adverse impact on the customer's blood glucose level. The customer was advised by technical support to switch to manual daily insulin injections as a backup therapy while awaiting a replacement pump, which was sent by the support team. The customer was informed about updating pump settings and connecting the continuous glucose monitor once the replacement pump arrived. Technical support also guided the customer on returning the faulty pump and provided instructions for placing it into storage mode.